Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify button/keypad anomaly and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported via phone call that the insulin pump was experiencing keypad issues, the b button was unresponsive. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was not performed. It is unknown if the insulin pump will be returned for analysis.